Manufacturer narrative:
An event regarding tibial component loosening involving an eius unicompartmental system was reported. The event was not confirmed. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
It was reported through the filing of a lawsuit that the patient alleges she underwent a right knee unicompartmental surgical procedure on or about (B)(6) 2009. It is further alleged that following the surgery, the patient experienced a great deal of swelling, pain and loss of movement that persisted and worsened over time. It is further alleged that in 2011, the patient had a second surgery due to tibial component loosening.

Event description:
It was reported through the filing of a lawsuit that the patient alleges she underwent a right knee unicompartmental surgical procedure on or about (B)(6) 2009. It is further alleged that following the surgery, the patient experienced a great deal of swelling, pain and loss of movement that persisted and worsened over time. It is further alleged that in 2011, the patient had a second surgery due to tibial component loosening.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown eius unicompartmental system. This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report. Device not returned.